Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range hv lead impedance was observed via remote transmission. Patient presented in clinic for further assessment. Lead was capped.